Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle and the basket formation in the open position. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. Visual examination noted one basket wire pulled out of the distal cannula. There is debris on device, indicating device is used. Functional testing notes the handle does not actuate the basket formation. A review of the device history record for lot number 9388122 showed no non-conformances that would have caused or contributed to the reported failure mode. A review of complaint history revealed no other complaints associated with lot 9388122. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to have had 1 of the 4 basket wires pulled out of the basket cannula that holds the wires together at the proximal end of the basket. Debris was found on the basket wires, basket cannula, and basket coil, indicating the device had been used. Device are inspected for damage and functionality multiple times during manufacturing and quality control checks. The basket assembly is also tensile tested to ensure integrity of the basket. Based on the condition of the returned device, the most likely cause for the basket wire to have pulled free from the cannula is that the device was inadvertently damaged during use. The IFU contains a caution to not use excessive force to manipulate the device, or damage may occur. The investigation conclusion is cause traced to user; unintended use error caused or contributed to the event. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new event information received since the last report was submitted.

Manufacturer narrative:
(B)(6). Occupation: other healthcare professional. PMA/510k # ¿ exempt preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported that just before a retrograde intrarenal surgery (rirs) procedure using a ncircle tipless stone extractor, one wire on the basket broke. It is unknown how the procedure was completed after the difficulty. No patient information is available. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.